Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit will not alarm at start up.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Sieve bed, saturated. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Sieve bed, saturated. The provider states the unit will not alarm at start up.